Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), pelvic pain ("pain after essure placement that she had never experienced before/ pelvic pain"), abdominal pain ("abdominal pain") and ovarian cystectomy ("ovarian cyst removed during salpingectomy") in a 42-year-old female patient who had essure (batch no. C13145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and multiple cesarean sections (in 1993, 1997 and 1999.). On (B)(6)2014, the patient had essure inserted. On (B)(6)2017, the patient underwent ovarian cystectomy (seriousness criterion medically significant), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in back, kidney area"), dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"), malaise ("various malaise"), metrorrhagia ("metrorrhagia"), headache ("headaches"), migraine ("recurrent migraines"), libido decreased ("sexual appetite very decrease, even no sexual appetite"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), insomnia ("insomnia"), depression ("depression"), anhedonia ("lower moral/ she no more has desire for going out"), dyspareunia ("sexual intercourse abnormally painful"), irritability ("irritability"), decreased appetite ("she did not have much appetite"), arthralgia ("knee pain"), crying ("cried a lot"), anxiety ("anxiety") and dizziness ("dizziness"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with analgesics and surgery (essure implants were removed on (B)(6)2017 with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, ovarian cystectomy, myalgia, dysmenorrhoea, malaise, metrorrhagia, headache, libido decreased, depression, anhedonia, irritability, decreased appetite, arthralgia, crying and anxiety outcome was unknown and the migraine, fatigue, vision blurred, insomnia, dyspareunia and dizziness had not resolved. The reporter considered abdominal pain, allergy to metals, anhedonia, anxiety, arthralgia, crying, decreased appetite, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritability, libido decreased, malaise, metrorrhagia, migraine, myalgia, ovarian cystectomy, pelvic pain and vision blurred to be related to essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6)2014. Placement procedure report on (B)(6)2014. Placement with no difficulty. At the end of placement procedure, we observed 6 expanded outer coils on left side and 3 expanded outer coils on right side. In (B)(6)2014 essure control was done, even though at that time, essure was not being called into question and no treatment was required. The patient saw on twice occasion by the doctor who had no explanation for the clinical signs. The patient was addressed to her general practitioner who asked for metal allergy research, especially for nickel. Results were very positive to nickel, which lead to essure removal. Surgery report: there is a total disappearance of the vesico-uterine pouch by symphysis between the uterus and the bladder. Douglas pouch was free. There was an ovarian cyst on the right which was removed. The surgery went well under good conditions and general anesthesia. The following were simple. Very quickly, painful symptomatology and clinical signs decreased. After removal of essure, the reporter stated that there was no specific lesion where in the vicinity of the implants. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. Family and friends¿ testimonies stated: ¿after surgery for removal, she felt better from back and abdominal standpoint but concerning migraine, dizziness, fatigue, insomnia persisted, blurred vision, sexual intercourse abnormally painful¿. ¿she was a healthy person in good health and in a good shape, but since her surgery ¿. ¿despite the surgery for removal, physical and moral state of plaintiff did not change¿. ¿she is impulsive, she no longer has the same joie de vivre than before, she cried a lot, she no more has desire for going out, and she is not the same than before.¿ diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: results: negative to titane, positive to nickel; on (B)(6)2017: results: + to nickel / predisposition to nickel allergy. Allergy to steel results was not available. Computerised tomogram - on (B)(6)2017: conclusion was no significant particularity. It was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. It should be compared to pelvic ultrasounds and hysterosalpingography. Laboratory test - on (B)(6)2016: assessment:urea and creatinine in the normal range. Smear test - on (B)(6)2017: assessment: normal; on (B)(6)2017: conclusion was normal smear test without atypical element. Cytological screening was negative.. X-ray of pelvis and hip - on (B)(6)2014: results: implants were seen in pelvis, at distance of 4 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 18-feb-2019: follow-up information received from an attorney via legal department on 18-feb-2019.the patient saw on twice occasion by the doctor who had no explanation for the clinical signs. The patient was addressed to her general practitioner who asked for metal allergy research, especially for nickel. Results were very positive to nickel, which lead to essure removal. Very quickly, painful symptomatology and clinical signs decreased. Family and friends¿ testimonies: ¿after surgery for removal, she felt better from back and abdominal standpoint but concerning migraine, dizziness, fatigue, insomnia persisted, blurred vision, sexual intercourse abnormally painful¿. ¿she was a healthy person in good health and in a good shape, but since her surgery ¿. ¿despite the surgery for removal, physical and moral state of plaintiff did not change¿. ¿she is impulsive, she no longer has the same joie de vivre than before, she cried a lot, she no more has desire for going out, and she is not the same than before.¿salpingectomy report on (B)(6)2017: indication: bilateral salpingectomy in a patient with past medical history of 3 cesarean section, who had a tubal sterilization with essure and who thought she is allergic to the implants. There is a total disappearance of the vesico-uterine pouch by symphysis between the uterus and the bladder. Douglas pouch was free. There was an ovarian cyst on the right which was removed. Letter on (B)(6)2017: surgery went well under good conditions and general anesthesia. The following were simple. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('two fragments of 7 to 8 mm x 3 mm, suspicion of a fragment remaining left tubal implant'), pelvic pain ('pain after essure placement, never experienced before/ pelvic pain lateralized to the left recurrent'), abdominal pain ('abdominal pain') and ovarian cystectomy ('ovarian cyst removed during salpingectomy') in a 42-year-old female patient who had essure (batch no. C13145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities in 2004, multi gravida, parity 3, multiple cesarean sections (in 1993 male child weighing 4180g, in , 1997 male child weighing 3880g, and in 2007 healthy male child weighing 4080g, absence of gestational diabetes in all pregnancies), nonsmoker, hypercholesterolemia and vein disorder nos. Previously administered products included for an unreported indication: diane 35. Concurrent conditions included obesity (bmi 33.648). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced insomnia ("insomnia, sleeps 5 hours a night with sleeping pills"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain predominantly on the left"). On (B)(6) 2017, the patient underwent ovarian cystectomy (seriousness criterion medically significant), 2 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant), uterine enlargement ("increased uterus measuring 108x42x56 mm deviated to the left") and femoral hernia ("suspicion of crural hernia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), abdominal pain (seriousness criterion intervention required), dyspareunia ("sexual intercourse abnormally painful / unspecified dyspareunia after fitting essure / problems with sexuality after implantation"), dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"), intermenstrual bleeding ("metrorrhagia"), headache ("headaches"), myalgia ("muscle pain in back, kidney area"), malaise ("various malaise"), migraine ("recurrent migraines"), loss of libido ("sexual appetite very decrease, even no sexual appetite"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), anhedonia ("lower moral/ she no more has desire for going out"), irritability ("irritability"), decreased appetite ("she did not have much appetite"), arthralgia ("knee pain"), crying ("cried a lot"), anxiety ("anxiety"), dizziness ("dizziness"), mental disorder ("psychological impact"), blepharospasm ("muscle spasm of the right eye"), groin pain ("left inguinal pelvic pain descending towards the lower limb associated with lower back pain") and sacral pain ("acute left sacroiliac pain associated with pain when tensioning in the prone position") and experienced depression ("depression/ chronic depression"), lasting 2 months. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with analgesics, antidepressants, diphenhydramine hydrochloride (sleeping), fluoxetine, paracetamol (doliprane), zolpidem and surgery (essure implants were removed on (B)(6) 2017 with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, pelvic pain, abdominal pain, ovarian cystectomy, dysmenorrhoea, intermenstrual bleeding, headache, myalgia, malaise, loss of libido, depression, anhedonia, irritability, decreased appetite, arthralgia, crying and anxiety outcome was unknown, the dyspareunia, uterine enlargement, femoral hernia, mental disorder, blepharospasm, groin pain, sacral pain and back pain had resolved and the migraine, fatigue, vision blurred, insomnia and dizziness had not resolved. The reporter considered abdominal pain, allergy to metals, anhedonia, anxiety, arthralgia, back pain, blepharospasm, crying, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, femoral hernia, groin pain, headache, insomnia, intermenstrual bleeding, irritability, loss of libido, malaise, mental disorder, migraine, myalgia, ovarian cystectomy, pelvic pain, sacral pain, uterine enlargement and vision blurred to be related to essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6) 2014. Placement report on (B)(6) 2014. Placement with no difficulty, 6 expanded outer coils on left side and 3 on right side. In (B)(6) 2014 control was done, even though at that time essure was not being called into question and no treatment was required. The patient saw twice the doctor who had no explanation for the clinical signs. The patient was addressed to her general practitioner who asked for metal allergy research, especially for nickel. Results were very positive to nickel, which led to essure removal. Surgery report: there is a total disappearance of the vesico-uterine pouch by symphysis between the uterus and the bladder. Douglas pouch was free. There was an ovarian cyst on the right which was removed. The surgery went well under good conditions and general anesthesia. The following were simple. Very quickly, painful symptomatology and clinical signs decreased. After removal of essure, the reporter stated that there was no specific lesion in the vicinity of the implants. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. The patient specifies the absence of pelvic pain from 2017 to early 2020. After pelvic ultrasound on (B)(6) 2020 for pelvic pain lateralized to the left/ suspicion of a fragment remaining left tubal implant: disappearance of pelvic pain, but taking doliprane®. The patient declares that she wants to keep her uterus, no longer wants to be operated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Allergy test - on (B)(6) 2017: results: negative to titane, positive to nickel; on (B)(6) 2017: results: + to nickel / predisposition to nickel allergy. Allergy to steel results was not available; on (B)(6) 2017: a positive reaction to nickel, spontaneous stimulation. It is found a delayed hypersensitivity to nickel. Blood test - on an unknown date: the presence in the blood of lymphocytes sensitized to nickel indicates hypersensitivity to nickel (purely biological). Computerised tomogram - on (B)(6) 2017: conclusion was no significant particularity. It was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. It should be compared to pelvic ultrasounds and hysterosalpongography. Laboratory test - on (B)(6) 2016: assessment:urea and creatinine in the normal range. Pathology test - in (B)(6) 2017: tubal histology finds two tubes without abnormalities with the presence of an essure device on each of them, not all of the devices are specified. Smear test - on (B)(6) 2017: assessment: normal; on (B)(6) 2017: conclusion was normal smear test without atypical element. Cytological screening was negative.. Specialist consultation - on an unknown date: abdominal examination - supple abdomen, painless, without defense or contracture, - presence of an abdominal apron, - absence of diastasis of the rights, - pfannenstiel scar measuring 21 cm, perfectly healed, - left hernial orifice pain, - sensitive left inguinal hernia tip, - absence of eventration, general examination: - hyperlordosis, - hand-ground distance 35 cm, - no sign of lassègue, - absence of sciatica, - acute pain on palpation of the left sacroiliac joint with pain on tensioning in prone position, - absence of psoriasis the examination reveals an acute left sacroiliac pain associated with pain when tensioning in the prone position. Ultrasound pelvis - on (B)(6) 2020: it is found an increased uterus measuring 108x42x56 mm deviated to the left with suspicion of crural hernia and image of two fragments of 7 to 8 mm x 3 mm, suspicion of a fragment remaining left tubal implant. X-ray of pelvis and hip - on (B)(6) 2014: results: implants were seen in pelvis, at distance of 4 cm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2022: quality safety evaluation of product technical complaint (ptc). Upon internal review, outcome of device breakage was updated from resolved to unknown (uterus operation declined by patient). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('two fragments of 7 to 8 mm x 3 mm, suspicion of a fragment remaining left tubal implant'), pelvic pain ('pain after essure placement that she had never experienced before/ pelvic pain / pelvic pain lateralized to the left recurrent'), abdominal pain ('abdominal pain') and ovarian cystectomy ('ovarian cyst removed during salpingectomy') in a 42-year-old female patient who had essure (batch no. C13145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities in 2004, multi gravida, parity 3, multiple cesarean sections (in 1993 male child weighing 4180g, in , 1997 male child weighing 3880g, and in 2007 healthy male child weighing 4080g, absence of gestational diabetes in all pregnancies), nonsmoker, hypercholesterolemia, obesity (bmi 33.648) and vein disorder nos. Previously administered products included for an unreported indication: (B)(6). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced insomnia ("insomnia, sleeps 5 hours a night with sleeping pills"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain predominantly on the left"). On (B)(6) 2017, the patient underwent ovarian cystectomy (seriousness criterion medically significant), 2 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant), uterine enlargement ("increased uterus measuring 108x42x56 mm deviated to the left") and umbilical hernia ("suspicion of crural hernia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in back, kidney area"), dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"), malaise ("various malaise"), intermenstrual bleeding ("metrorrhagia"), headache ("headaches"), migraine ("recurrent migraines"), loss of libido ("sexual appetite very decrease, even no sexual appetite"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), anhedonia ("lower moral/ she no more has desire for going out"), dyspareunia ("sexual intercourse abnormally painful / unspecified dyspareunia after fitting essure / problems with sexuality after implantation"), irritability ("irritability"), decreased appetite ("she did not have much appetite"), arthralgia ("knee pain"), crying ("cried a lot"), anxiety ("anxiety"), dizziness ("dizziness"), mental disorder ("psychological impact"), blepharospasm ("muscle spasm of the right eye"), groin pain ("left inguinal pelvic pain descending towards the lower limb associated with lower back pain") and sacral pain ("acute left sacroiliac pain associated with pain when tensioning in the prone position") and experienced depression ("depression"), lasting 2 months. The patient was hospitalized (B)(6) 2017. The patient was treated with analgesics, antidepressants, diphenhydramine hydrochloride (sleeping), fluoxetine, paracetamol (doliprane), zolpidem and surgery (essure implants were removed on (B)(6) 2017 with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, ovarian cystectomy, myalgia, dysmenorrhoea, malaise, intermenstrual bleeding, headache, loss of libido, depression, anhedonia, irritability, decreased appetite, arthralgia, crying and anxiety outcome was unknown, the device breakage, dyspareunia, uterine enlargement, umbilical hernia, mental disorder, blepharospasm, groin pain, sacral pain and back pain had resolved and the migraine, fatigue, vision blurred, insomnia and dizziness had not resolved. The reporter considered abdominal pain, allergy to metals, anhedonia, anxiety, arthralgia, back pain, blepharospasm, crying, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, insomnia, intermenstrual bleeding, irritability, loss of libido, malaise, mental disorder, migraine, myalgia, ovarian cystectomy, pelvic pain, sacral pain, umbilical hernia, uterine enlargement and vision blurred to be related to essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6) 2014. Placement procedure report on (B)(6) 2014. Placement with no difficulty. At the end of placement procedure, we observed 6 expanded outer coils on left side and 3 expanded outer coils on right side. In (B)(6) 2014 essure control was done, even though at that time, essure was not being called into question and no treatment was required. The patient saw on twice occasion by the doctor who had no explanation for the clinical signs. The patient was addressed to her general practitioner who asked for metal allergy research, especially for nickel. Results were very positive to nickel, which lead to essure removal. Surgery report: there is a total disappearance of the vesico-uterine pouch by symphysis between the uterus and the bladder. Douglas pouch was free. There was an ovarian cyst on the right which was removed. The surgery went well under good conditions and general anesthesia. The following were simple. Very quickly, painful symptomatology and clinical signs decreased. After removal of essure, the reporter stated that there was no specific lesion where in the vicinity of the implants. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. Family and friends¿ testimonies stated: ¿after surgery for removal, she felt better from back and abdominal standpoint but concerning migraine, dizziness, fatigue, insomnia persisted, blurred vision, sexual intercourse abnormally painful¿. ¿she was a healthy person in good health and in a good shape, but since her surgery ¿. ¿despite the surgery for removal, physical and moral state of plaintiff did not change¿. ¿she is impulsive, she no longer has the same joie de vivre than before, she cried a lot, she no more has desire for going out, and she is not the same than before.¿ the patient specifies the absence of pelvic pain from 2017 to early 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Allergy test - on (B)(6) 2017: results: negative to titane, positive to nickel; on (B)(6) 2017: results: + to nickel / predisposition to nickel allergy. Allergy to steel results was not available; on (B)(6) 2017: a positive reaction to nickel, spontaneous stimulation. It is found a delayed hypersensitivity to nickel. Blood test - on an unknown date: the presence in the blood of lymphocytes sensitized to nickel indicates hypersensitivity to nickel (purely biological). Computerised tomogram - on (B)(6) 2017: conclusion was no significant particularity. It was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. It should be compared to pelvic ultrasounds and hysterosalpongography. Laboratory test - on (B)(6) 2016: assessment:urea and creatinine in the normal range. Pathology test - in (B)(6) 2017: tubal histology finds two tubes without abnormalities with the presence of an essure device on each of them, not all of the devices are specified. Smear test - on (B)(6) 2017: assessment: normal; on (B)(6) 2017: conclusion was normal smear test without atypical element. Cytological screening was negative.. Specialist consultation - on an unknown date: abdominal examination, supple abdomen, painless, without defense or contracture, presence of an abdominal apron, absence of diastasis of the rights, pfannenstiel scar measuring 21 cm, perfectly healed, left hernial orifice pain, sensitive left inguinal hernia tip, absence of eventration, general examination: hyperlordosis, hand-ground distance 35 cm, no sign of lassègue, absence of sciatica, acute pain on palpation of the left sacroiliac joint with pain on tensioning in prone position, -absence of psoriasis. The examination reveals an acute left sacroiliac pain associated with pain when tensioning in the prone position.. Ultrasound pelvis - on (B)(6) 2020: it is found an increased uterus measuring 108x42x56 mm deviated to the left with suspicion of crural hernia and image of two fragments of 7 to 8 mm x 3 mm, suspicion of a fragment remaining left tubal implant. X-ray of pelvis and hip - on (B)(6) 2014: results: implants were seen in pelvis, at distance of 4 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 11-jan-2022: the follow information were included medical history, historical drug, lab data, other treatment products, umbilical hernia, uterus enlarged, device breakage, psychological disorder nos, spasm eyelid, inguinal pain, sacro-iliac pain, lumbar pain, painful intercourse outcome was updated from not recovered / not resolved to recovered we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('two fragments of 7 to 8 mm x 3 mm, suspicion of a fragment remaining left tubal implant'), pelvic pain ('pain after essure placement, never experienced before/ pelvic pain lateralized to the left recurrent'), abdominal pain ('abdominal pain') and ovarian cystectomy ('ovarian cyst removed during salpingectomy') in a 42-year-old female patient who had essure (batch no. C13145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins of lower extremities in 2004, multi gravida, parity 3, multiple cesarean sections (in 1993 male child weighing 4180g, in , 1997 male child weighing 3880g, and in 2007 healthy male child weighing 4080g, absence of gestational diabetes in all pregnancies), nonsmoker, hypercholesterolemia and vein disorder nos. Previously administered products included for an unreported indication: diane 35. Concurrent conditions included obesity (bmi 33.648). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced insomnia ("insomnia, sleeps 5 hours a night with sleeping pills"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain predominantly on the left"). On (B)(6) 2017, the patient underwent ovarian cystectomy (seriousness criterion medically significant), 2 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant), uterine enlargement ("increased uterus measuring 108x42x56 mm deviated to the left") and femoral hernia ("suspicion of crural hernia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), abdominal pain (seriousness criterion intervention required), dyspareunia ("sexual intercourse abnormally painful / unspecified dyspareunia after fitting essure / problems with sexuality after implantation"), dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"), intermenstrual bleeding ("metrorrhagia"), headache ("headaches"), myalgia ("muscle pain in back, kidney area"), malaise ("various malaise"), migraine ("recurrent migraines"), loss of libido ("sexual appetite very decrease, even no sexual appetite"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), anhedonia ("lower moral/ she no more has desire for going out"), irritability ("irritability"), decreased appetite ("she did not have much appetite"), arthralgia ("knee pain"), crying ("cried a lot"), anxiety ("anxiety"), dizziness ("dizziness"), mental disorder ("psychological impact"), blepharospasm ("muscle spasm of the right eye"), groin pain ("left inguinal pelvic pain descending towards the lower limb associated with lower back pain") and sacral pain ("acute left sacroiliac pain associated with pain when tensioning in the prone position") and experienced depression ("depression/ chronic depression"), lasting 2 months. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with analgesics, antidepressants, diphenhydramine hydrochloride (sleeping), fluoxetine, paracetamol (doliprane), zolpidem and surgery (essure implants were removed on (B)(6) 2017 with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, pelvic pain, abdominal pain, ovarian cystectomy, dysmenorrhoea, intermenstrual bleeding, headache, myalgia, malaise, loss of libido, depression, anhedonia, irritability, decreased appetite, arthralgia, crying and anxiety outcome was unknown, the dyspareunia, uterine enlargement, femoral hernia, mental disorder, blepharospasm, groin pain, sacral pain and back pain had resolved and the migraine, fatigue, vision blurred, insomnia and dizziness had not resolved. The reporter considered abdominal pain, allergy to metals, anhedonia, anxiety, arthralgia, back pain, blepharospasm, crying, decreased appetite, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, femoral hernia, groin pain, headache, insomnia, intermenstrual bleeding, irritability, loss of libido, malaise, mental disorder, migraine, myalgia, ovarian cystectomy, pelvic pain, sacral pain, uterine enlargement and vision blurred to be related to essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6) 2014. Placement report on (B)(6) 2014. Placement with no difficulty, 6 expanded outer coils on left side and 3 on right side. In (B)(6) 2014 control was done, even though at that time essure was not being called into question and no treatment was required. Fu report medical expertise reported: the patient currently presents with left sacroiliitis associated with a left inguinal hernia which has not been the subject of any exploration, the medical file is empty. The patient presents this pathology on the day of the expertise. There is no medical file that allows us to know precisely the previous rheumatological state of this patient. The pains described by the patient are reproduced by the pressure of the sacroiliac joint and the tensioning maneuvers of the inguinal hernia, which is why we can conclude with these diagnoses. Essure are not responsible for inguinal hernia or sacroiliitis and the possible presence of fragments of implants cannot explain this symptomatology. The patient declared twice to have felt no pain between 2017 and 2020. The patient had no nickel allergy, dermatitis, or asthma evoking an allergic pathology. The patient saw twice the doctor who had no explanation for the clinical signs. The patient was addressed to her general practitioner who asked for metal allergy research, especially for nickel. Results were very positive to nickel, which led to essure removal. Surgery report: there is a total disappearance of the vesico-uterine pouch by symphysis between the uterus and the bladder. Douglas pouch was free. There was an ovarian cyst on the right which was removed. The surgery went well under good conditions and general anesthesia. The following were simple. Very quickly, painful symptomatology and clinical signs decreased. After removal of essure, the reporter stated that there was no specific lesion in the vicinity of the implants. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. The patient specifies the absence of pelvic pain from 2017 to early 2020. After pelvic ultrasound on (B)(6) 2020 for pelvic pain lateralized to the left/ suspicion of a fragment remaining left tubal implant: disappearance of pelvic pain, but taking doliprane®. The patient declares that she wants to keep her uterus, no longer wants to be operated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Allergy test - on (B)(6) 2017: results: negative to titane, positive to nickel; on (B)(6) 2017: results: + to nickel / predisposition to nickel allergy. Allergy to steel results was not available; on (B)(6) 2017: a positive reaction to nickel, spontaneous stimulation. It is found a delayed hypersensitivity to nickel. Blood test - on an unknown date: the presence in the blood of lymphocytes sensitized to nickel indicates hypersensitivity to nickel (purely biological). Computerised tomogram - on (B)(6) 2017: conclusion was no significant particularity. It was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. It should be compared to pelvic ultrasounds and hysterosalpongography. Computerised tomogram abdomen - on (B)(6) 2020: shows lower lumbar discopathy, so there is indeed a degenerative pathology of the lumbar spine. The CT study did not include the sacroiliac joints.. Laboratory test - on (B)(6) 2016: assessment:urea and creatinine in the normal range. Pathology test - in (B)(6) 2017: tubal histology finds two tubes without abnormalities with the presence of an essure device on each of them, not all of the devices are specified. Smear test - on (B)(6) 2017: assessment: normal; on (B)(6) 2017: conclusion was normal smear test without atypical element. Cytological screening was negative.. Specialist consultation - on an unknown date: abdominal examination - supple abdomen, painless, without defense or contracture, - presence of an abdominal apron, - absence of diastasis of the rights, - pfannenstiel scar measuring 21 cm, perfectly healed, - left hernial orifice pain, - sensitive left inguinal hernia tip, - absence of eventration, general examination: - hyperlordosis, - hand-ground distance 35 cm, - no sign of lassègue, - absence of sciatica, - acute pain on palpation of the left sacroiliac joint with pain on tensioning in prone position, - absence of psoriasis the examination reveals an acute left sacroiliac pain associated with pain when tensioning in the prone position.. Ultrasound pelvis - on (B)(6) 2020: it is found an increased uterus measuring 108x42x56 mm deviated to the left with suspicion of crural hernia and image of two fragments of 7 to 8 mm x 3 mm, suspicion of a fragment remaining left tubal implant. X-ray of pelvis and hip - on (B)(6) 2014: results: implants were seen in pelvis, at distance of 4 cm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2022: lab data of 2020 was added. Medical expertise report was received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and ovarian cystectomy ("ovarian cyst removed during salpingectomy") in a (B)(6)-year-old female patient who had essure (batch no. C13145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 and multiple cesarean sections (in 1993, 1997 and 1999.). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 6 months after insertion of essure, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), pelvic pain ("pain after essure placement that she had never experienced before/ pelvic pain"), myalgia ("muscle pain in back, kidney area") and dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with analgesics and surgery (essure implants were removed on (B)(6) 2017 with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, ovarian cystectomy, pelvic pain, myalgia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, myalgia, ovarian cystectomy and pelvic pain to be related to essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6) 2014. Placement procedure report on (B)(6) 2014. Placement with no difficulty. At the end of placement procedure, we observed 6 expanded outer coils on left side and 3 expanded outer coils on right side. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. After removal of essure, the reporter stated that there was no specific lesion where in the vicinity of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: negative to titane, positive to nickel; on (B)(6) 2017: + to nickel / predisposition to nickel allergy x-ray of pelvis and hip - on (B)(6) 2014: implants were seen in pelvis, at distance of 4 cm in (B)(6) 2014 essure control was done, even though at that time, essure was not being called into question and no treatment was required. In (B)(6) 2016 new tests were done. Laboratory test on (B)(6) 2016: urea and creatinine in the normal range. Smear test result on (B)(6) 2017: conclusion was normal smear test without atypical element. Cytological screening was negative. Abdominal-pelvic CT-scan on (B)(6) 2017: conclusion was no significant particularity. It was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. It should be compared to pelvic ultrasounds and hysterosalpingography. Allergic test research results on (B)(6) 2017: biologist analysis: results in favor of delate hypersensitivity to nickel. Allergy to steel results was not available. Notification for removal surgery on (B)(6) 2017 07:00 on a empty stomach. Bilateral salpingectomy in a patient who reported to be allergic to implant: right fallopian tube measured 7.5 cm, presence of essure implant. Left fallopian tube: fragment of 9 cm. Presence of essure implant. Samples send for investigation. Conclusion: absence of specific or suspect lesion on those samples. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 352 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2017: quality safety evaluation of ptc incident: at the time of the report, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and ovarian cyst ("ovarian cyst removed during salpingectomy") in a (B)(6) year-old female patient who had essure (batch no. C13145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 and multiple cesarean sections (in 1993, 1997 and 1999.). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 6 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), pelvic pain ("pain after essure placement that she had never experienced before/ pelvic pain"), myalgia ("muscle pain in back, kidney area") and dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"). The patient was hospitalized (B)(6) 2017. The patient was treated with analgesics and surgery (essure implants were removed on (B)(6) 2017 with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, ovarian cyst, pelvic pain, myalgia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, myalgia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6) 2014. Placement procedure report on (B)(6) 2014. Placement with no difficulty. At the end of placement procedure, we observed 6 expanded outer coils on left side and 3 expanded outer coils on right side. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. After removal of essure, the reporter stated that there was no specific lesion where in the vicinity of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: negative to titane, positive to nickel; on (B)(6) 2017: + to nickel / predisposition to nickel allergy x-ray of pelvis and hip - on (B)(6) 2014: implants were seen in pelvis, at distance of 4 cm in (B)(6) 2014 essure control was done, even though at that time, essure was not being called into question and no treatment was required. In (B)(6) 2016 new tests were done. Laboratory test on (B)(6) 2016: urea and creatinine in the normal range. Smear test result on (B)(6) 2017: conclusion was normal smear test without atypical element. Cytological screening was negative. Abdominal-pelvic CT-scan on (B)(6) 2017: conclusion was no significant particularity. It was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. It should be compared to pelvic ultrasounds and hysterosalpingography. Allergic test research results on (B)(6) 2017: biologist analysis: results in favor of delate hypersensitivity to nickel. Allergy to steel results was not available. Notification for removal surgery on (B)(6) 2017 07:00 on a empty stomach. Bilateral salpingectomy in a patient who reported to be allergic to implant: right fallopian tube measured 7.5 cm, presence of essure implant. Left fallopian tube: fragment of 9 cm. Presence of essure implant. Samples send for investigation. Conclusion: absence of specific or suspect lesion on those samples. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-dec-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 350 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2017: information received via legal department: details of insertion procedure provided. Essure lot number was added (c13145). X-ray exams performed: implants were seen in pelvis and there were at a distance of 4 cm. Allergical test research results on (B)(6) 2017: positive to nickel. Abdominal-pelvic CT-scan result: it was not possible to evaluate the correct essure placement on CT-scan as fallopian tubes are not visible. Bilateral salpingectomy in a patient who reported to be allergic to implant. Local disorder (muscle and pelvic pain): possibly related to essure. Allergy to nickel: allergy to nickel was proved but there was no evidence of metal poisoning. Incident: at the time of the report, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 and multiple cesarean sections ((in (B)(6)). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization prolonged and intervention required), pelvic pain ("pain after essure placement that she had never experienced before"), myalgia ("muscle pain in back, kidney area") and dysmenorrhoea ("muscle pain in belly, especially at the time of menstrual periods"). The patient was hospitalized from (B)(6) 2017. The patient was treated with analgesics and surgery (essure implants were removed on (B)(6) 2017 with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, myalgia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for allergy to metals, dysmenorrhoea, myalgia and pelvic pain with essure. The reporter commented: her first medical consultation prior to insertion of essure was on (B)(6) 2014. It was also reported that none of analgesic treatments were effective, and she regularly sees physicians. After removal of essure, the reporter stated that there was no specific lesion where in the vicinity of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: + to nickel / predisposition to nickel allergy in (B)(6) 2014 essure control was done, even though at that time, essure was not being called into question and no treatment was required. On (B)(6) 2014 pelvis x-ray was performed but no result was provided. In (B)(6) 2016 new tests were done, and on (B)(6) 2016 biological analysis were also made (results not provided). Smear test result on (B)(6) 2017, and abdominal-pelvic CT-scan on an unspecified date (results not provided). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: allergy to metals. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.